Manufacturer narrative:
E.1. Address was not located and il was used. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material #: 305906. Batch#: 9122996. It was reported that the bd syringe 3ml ll w/ndl sftygld 22x1-1/2 rb had leakage past the stopper. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. While drawing up medication from a vial, the medication was able to run past the plunger of the syringe and out of the syringe. Product number - 305906. Lot number - 9122996.